Event description:
It was reported that air embolism and st elevation occurred. The target lesion was located in the fatty fibrotic plaque with a little bit of calcium throughout the left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image was not consistent, and the physician kept getting dark images. After a slight pressure on the syringe, a perfect image did show. However, during pullback, the image was lost again, and micro air bubbles occurred which caused st elevation. Another opticross hd imaging catheter was opened, but the same issue happened. The procedure was completed successfully. No further patient complications were reported, and the patient was fully recovered.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. The catheter flushed normally when the imaging core was fully retracted and fully advanced. The imaging core impedance test showed a complete circuit curve, and the transducer level impedance test showed a good rh peak of 37 ohms. During image characterization testing, a good square image appeared in the ilab system.

Event description:
It was reported that air embolism and st elevation occurred. The target lesion was located in the fatty fibrotic plaque with a little bit of calcium throughout the left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image was not consistent, and the physician kept getting dark images. After a slight pressure on the syringe, a perfect image did show. However, during pullback, the image was lost again, and micro air bubbles occurred which caused st elevation. Another opticross hd imaging catheter was opened, but the same issue happened. The procedure was completed successfully. No further patient complications were reported, and the patient was fully recovered.